Event description:
It was reported that the patient had a break in aseptic technique further described as touch contamination where the patient probably touched the end of the cassette during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by abdominal pain. Fungus was also thought to be a contributing factor for peritonitis. In addition, the patient thought that the bag was yellow in color. The patient was hospitalized for ten days for this event. Also, the patient reported to have a virus that was acquired from someone that was sick. The patient was treated with unspecified antibiotics (dose, route and frequency not reported). The patient was retrained on the proper aseptic techniques. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for use error - breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If any relevant information is obtained, a supplemental report will be submitted.